Event description:
The reporter indicated that the surgeon implanted and removed a 13.2mm vticm5_13.2. -10.0/2.0/095 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2023. Due to the lens tear/brake during injection/delivery into the eye. There was patient contact(lens touched the eye). No patient injury. A longer length lens was implanted on (B)(6) 2023. This resolved the problem.

Manufacturer narrative:
Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).